Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing electrical seizure. It was noted that the patient was very sensitive to the feeling of stimulation. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient had an injection and was reportedly doing well.

Event description:
A report was received that the patient was experiencing electrical seizure. It was noted that the patient was very sensitive to the feeling of stimulation. No further information could be obtained.